Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that the patient who had a replacement on (B)(6) 2015 has high lead impedance. The lead impedance after surgery was marked as 4394 ohms. During follow-up the impedance was >10,000 ohms. Prior to the case on (B)(6) the impedance was within normal limits, ruling out a lead issue. The new generator was implanted and high impedance was seen upon systems diagnostics so it was thought the issue was most likely a lead pin insertion issue. The surgeon pulled out the pin and re-inserted and tested systems again and impedance was within normal limits. Then during follow-up with the neurologist high impedance was seen again. During the case on (B)(6) 2015, high impedance was seen again on systems and the generator was tested with the test resistor and high impedance was seen again. The sales representative believes that when the surgeon tested the generator by reinserting the pin, he may have damaged the set screw because he pushed the pin in and twisted it. The explanted generator was received for analysis on (B)(6) 2015. Analysis is underway but has not been completed to date.

Manufacturer narrative:
Describe event or problem, if explanted, give date (mo/day/yr), corrected data, the incorrect explant date was reported on the initial MDR.

Event description:
Clinic notes received on 12/07/2015 state that since the patient's explant on (B)(6) 2015 she has had a large increase in seizure clusters and in frequency and intensity. It is believed in retrospect that the vns was helping her and they want it re-implanted. Product analysis on the generator was completed and approved on (B)(6) 2015. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The patient had a re-implant on (B)(6) 2015 and lead impedance was marked ok.